Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited low pacing impedance. All other electrical measurements were stable and in range. The physician elected to monitor the patient more frequently. There were no complications to the patient.